Event description:
The customer reported to baxter (B)(4) that the spike of a solution y injection site interlink set broke off in an IV container. The hospital stated that no patient was involved. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was not returned for evaluation, however, analysis of the photo provided by the customer revealed that the spike tip was broken off. The chambers used on this code are purchased from an external supplier. Investigations are currently ongoing at the supplier related to such issue. No assignable root cause could be determined. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.